Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request:evaluation summary: post market vigilance (pmv) led an evaluation of two single use loading units.visual examination of one sulu noted it was fully fired. The staple cartridge displayed no abnormalities. Visual examination of the second sulu noted the staple cartridge had disengaged. The staple cartridge was not returned for investigation. Since the staple cartridge from the second sulu was not received for examination we were not able to determine a root cause or speculate on a possible root cause. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy procedure, a piece of the single use loading unit broke off an disengaged into the patient cavity. The plastic part which houses the staples was retrieved laparoscopically using forceps. A new loading unit was used to complete the procedure. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. No patient injury or extension in surgical time. Patient status is alive, no injury.